Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-oct-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 26-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulation coverage stops at their ankles and they wanted it in their feet. The patient was feeling stimulation from mid-back to ankle. The rep noted that the leads may have moved downward when they reprogrammed the patient during the trial. A lead had become disconnected from the wireless external neurostimulator (wens) so they reinserted it, and reprogrammed. The patient was to return to the or for a lead revision in which the leads would be moved caudally then tested and anchored. The revision had not yet been scheduled. No further complications were reported.